Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 257 (mg/dl). Customer administered a correction bolus to treat the bg level. During troubleshooting, customer witnessed insulin exit the tubing. Customer indicated that they would continue to monitor their bg levels.